Manufacturer narrative:
The customer acknowledged the source water used in their laboratory was not routinely cultured to ensure purity and there is no warning indicator in the non-abbott water system for filter replacement. The customer was advised to begin routine culturing of the water, perform a manual analyzer cuvette cleaning, change the water bath, change the cuvette washer, and replace the dry tip. The customer was advised to perform a precision run using one level of qc, and the run had acceptable results. The customer stated qc was within range and no additional discrepant results were observed since co2 was calibrated. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed multiple discrepant carbon dioxide patient results while using the architect c4000 analyzer. The following data was provided. The customer uses normal range 20 to 30 meq/l. Sid (B)(6), initial 36, repeat 21; sid (B)(6), initial 37, repeat 25; sid (B)(6), initial 46, repeat 32; sid (B)(6), initial 15, repeat 24. No impact to patient management was reported.